Event description:
A micro-driver rx coronary stent system was intended to treat a lesion in a pt. It was reported that the device did not cross the lesion, and when the device was pulled out of the pt, the stent struts were destroyed. The target lesion in the cx was reported to have exhibited 100% stenosis with moderate tortuosity and little calcification. The lesion was pre-dilated with a 2.0 x 20 mm and a 2.5 x 20 mm balloon to 12 atm for 4 inflations. Ninety percent stenosis remained after the pre-dilations. It was reported that the device was inspected prior to use with no abnormalities noted. It was reported that greater than anticipated force required during attempts to advance the device in the vessel and resistance was felt while advancing the device to/across the target lesion. The target lesion was treated with a different stent of unk size. No pt injury occurred and no clinical sequelae have been reported.

Manufacturer narrative:
Eval summary: the device was returned to medtronic for eval. The stent was positioned on the balloon as per specs between the inner shaft markers and balloon pillows. The first distal stent segment was raised, deformed, and pulled distally. (B)(4). Eval, results: 90% stenosis after pre-dilation, moderate tortuosity, force used to advance device. Eval codes, conclusions: 90% stenosis after pre-dilation, moderate tortuosity, force used to advance device.